Event description:
The pump displayed the early replacement indicator of 10 months. It was removed prophylactically. There was no pt injury associated with the event. The pt recovered w/o sequela after replacement. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4): battery failed the battery resistance waveform test with high resistance of 1257 ohms. All logs and telemetry strips were reviewed and no low battery reset, eri, or safe state events were found to have occurred. The primary finding was s2 battery resistance high.